Manufacturer narrative:
The insulin pump was received with cracked casing at the display window corners, broken battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked display window. There was a blank display as well due to a corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had cracks near the battery compartment. No further details were given. The insulin pump was returned for analysis.